Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system alarm. The customer's blood glucose level was normal. It was also mentioned that the insulin was squirted out during the manual prime process and that the drive support cap was normal. The customer reported that insulin continues to drip after motor stops during the manual prime process and they were unable to exit the "preparing to prime" loop. The customer stated that they are stuck in rewind complete and insulin pump did not dropped or bumped prior to the compromised force sensor system alarm the insulin pump will be returned for analysis.